Event description:
It was reported that at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional information.

Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating, but did confirm that the device had evidence of cleaning residue.

Event description:
It was reported that at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional information.